Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eri battery status. The amount of charge taken from the battery was verified and the battery condition was found to be not as expected. In order to obtain further insights, the ICD was opened and the inner assembly was inspected. The visual inspection showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual inspection which did not reveal any signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a damaged insulation, which led to an elevated internal self-depletion within the battery. In conclusion, the electronic module of the ICD was found to be functioning normally and as expected. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation. The available device data revealed that the therapy functions of the ICD were entirely available while the device was implanted and in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information, like a ram dump of the ICD, or the device itself become available for analysis this investigation will be updated.

Event description:
It was reported that approx. 83 months after the implantation the device showed eri status.